Manufacturer narrative:
(B) (4).

Event description:
Two weeks after implanted pump replacement, the patient started going through withdrawal symptoms and had increased baseline pain. No alarms were heard. The catheter appeared fine from an x-ray. Interrogation with the physician programmer indicated that the pump was functioning. The medication dosage was increased from 7 to 8 mg. A rotor study was done and the rotor did not turn. The hcp replaced the pump the following day without difficulty. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.